Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while encountering difficulty rewinding the cartridge and completing a supply change, which required guided troubleshooting and education to reconnect tubing, perform the rewind, and resume insulin delivery. Symptoms included elevated blood glucose reaching 401 mg/dl without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and blood glucose trending down after insulin delivery resumed. Investigation included customer service troubleshooting and education on supply change steps and system operation. Investigation of this case revealed user difficulty with the supply change sequence and cartridge rewind, with insulin delivery restored after guidance. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient evidence of device malfunction.